Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl. Customer¿s other relevant blood glucose level was 99 mg/dl and 89mg/dl. The customer also reported that the sensor had inaccurate readings. Customer stated that the all sensors were not working well. The insulin pump will not be returned for analysis.